Event description:
Customer reported that the unit has multiple error code messages. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
Corrected.

Event description:
Customer reported that the unit has multiple error code messages. There was no patient involvement.